Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm. The customer also reported that the buttons were unresponsive. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with b, esc and act buttons unresponsive due to corroded keypad traces. No button error alarm noted. The insulin pump had cracked case at display window corners, battery tube threads, broken reservoir tube lip, belt clip slot, minor scratched and cracked display window, and missing end cap sticker.